Event description:
During an implant attempt of the subject lead, difficulty was obtained by the physician to completely insert a stylet. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: as received, the subject lead conforms to all established specifications. No conclusion can be drawn about the stylet insertion issue, as described by the physician. Perhaps a defect or damage sustained to the stylet used by the physician contributed to the issue, but this could not be confirmed, since it was not returned.